Event description:
The device was used during a low anterior resection procedure. Reportedly, the locked on tissue and the staples did not form properly. The surgeon manually manipulated the device free and applied suture to complete the procedure. The hosp has reported no pt injury occurred.